Event description:
Customer alleged when opening the product package, they noticed the safety shield was retracted. There was no patient involvement, nor any patient or user injury associated.

Manufacturer narrative:
The UDI number and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion.